Event description:
It was reported the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The customer waited 30 minutes and the pump began charging.